Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specifications and displacement test. No unexpected low battery alarm anomalies noted. No unexpected device heating up anomalies noted. Device received with cracked battery tube threads, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker and stained address or serial number label. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was dead. Customer stated that after several hours after a battery change the insulin pump was dead, he was tried several batteries but the same thing. Customer stated the insulin pump was getting warm with the battery inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.